Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the insulin pump had a keypad anomaly. The customer's blood glucose reading was unknown. The customer stated that they feel like they have to hit the buttons 20 times to clear an alarm. The insulin pump was not returned for analysis.